Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, upon implanting the right ventricular lead in the apex, an increase in capture thresholds was noted and a drop r waves. The physician elected to no longer used the lead and replace it. The patient was in stable condition post surgery.